Event description:
During cystoscopy procedure, dr went to manipulate stone and when he opened forceps one of the jaws came off. Dr immediately retreived broken jaw and replaced forceps and completed procedure. There was no adverse effect on pt, pt condition post-op was stable.